Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2022, in order to perform a skin revision surgery due to poor magnet retention. The implanted device remains.

Manufacturer narrative:
This report is submitted on march 08, 2023.